Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) would not retract the autopulse lifeband (lot #unknown). No additional information has been provided. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform.